Manufacturer narrative:
A review of the manufacturing records for the intraocular lens (iol) was performed. All process operations documented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass disposition. No deviation or non-conformance (ncr) related to the reported complaint was generated during the manufacturing process. A review of the raw material/manufacturing procedures did not show any change in manufacturing method, inspections or specifications that were related to the reported complaint. The lens met specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor implanted an intraocular lens (iol) with a broken sharp edge and with a detached haptic. This resulted in a posterior capsular rupture and shear on the front rhexis at the 6 o'clock position. The patient's visual acuity pre-operative was "3/10e". The post-operative visual acuity was stated to be "vblm". The patient needed a second surgery as the new/replacement lens needed to be implanted into the sulcus. The surgeon stated that the procedure will take 1 - 2 months longer (regarding the recovery time). The clinical consequences were a posterior capsular rupture with vitreous major thrust. The doctor took the following actions anterior vitrectomy, antibiotics and intravenous levofloxacin, with postponement of the iol placement. The lens stayed stuck in the injector and broke. No further information was provided.

Manufacturer narrative:
Initial reporter: telephone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.